Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she experienced low blood glucose and the insulin pump did not alarm. In the alarm history the device had alarmed history the device had alarmed threshold suspend twice after she had gone lower than the limit. The device was set to go off when her blood glucose was 80 mg/dl. Customer's blood glucose was 42 mg/dl when it finally alarmed. Customer was advised blood glucose had rapidly lowered so the sensor was unable to detect the rapid change. Customer was advised to speak to her doctor in regards to settings. Customer is not returning the device for further analysis.